Event description:
During CT pressure injection of 80ml iodinated contrast at a rate of 4.0 ml per sec, pressure raised to shutoff level of 300 psi. Technologist check the IV and site. There was no sign of extravasation and the tubing was not clamped. All connections were evaluated and injection was restarted. During 2nd injection, the tubing swelled to the size of a finger. Injection was immediately discontinued. Patient was evaluated for signs of extravasation and none were found. Tubing of the nexiva was noted to be deformed. Patient was transported back to ed where IV was dc¿d.